Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specifications and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
It was reported that the customer's infusion sets were getting stuck to the side of the inserter. It was stated that the sides were uneven. The serter had been in use for one month. The infusion set tape was sticking to the serter. It was stated that the serter was clean and free of residue. It was found that the customer was using the inserter properly. The issue was not resolved by reviewing proper use of the inserter. The customer's most recent blood glucose at the time of reporting the issue was 111 mg/dl, but not known at the time of the issue occuring and recurring. Nothing further was reported.